Event description:
Patient had a right mca stroke two days after lung surgery, cta/CT perfusion indicated a large infarct. Due to the previous surgery, use of IV tpa was not an option. Intra-arterial tissue plasminogen activator was placed in the clot without flow. The retrieval device was deployed. Flow was not initially restored, but minimal flow was eventually observed. A guidewire and the balloon catheter were used. The balloon was inflated during the use. The physician believes that the guidewire became extraluminal and the balloon followed, but visualization was limited due to the clot. Follow-up angiography showed extravasation from the vessel. There was no report that the device malfunctioned.